Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller pcb and display adapter pcb assemblies were evaluated and replaced. The camera and camera power supply were also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.